Event description:
Foley catheter leaking.

Manufacturer narrative:
It was reported that the 16fr foley was not draining "appropriately and leaking". The foley was replaced with an 18fr "patient immediately drained 300mls from new foley". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.